Manufacturer narrative:
The device was returned to the manufacturer and the leaking was verified. The device is still under investigation. This report will be updated if the investigation requires.

Event description:
It was reported that an undescribed substance was leaking from the head of the handpiece during a total knee procedure. There were no reports of the substance leaking into the surgical site. There were no adverse consequences related to this event.